Event description:
It was reported to philips that the system was unable to boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system and confirmed that the system did not boot up completely. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found hard drive has failed so unable to communicate with drive. The fse inspected along with nss and found that the sbc has failed. To resolve the issue, the fse replaced hard drive, repaired and reinstalled the related software. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.